Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number. Evaluation summary: the device was returned for analysis. A cuff miss was unable to be confirmed as all the device components were not returned. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6fr sheath after a peripheral interventional procedure. Reportedly, when the plunger was removed, the suture was not attached. After the foot of a second proglide device was deployed, when pulling the device back against the arterial wall, the foot of the proglide device perforated the artery. The device was removed, it is unknown if the foot was retracted prior to device removal. A balloon was used to treat the perforation. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.